Event description:
It was reported the asymptotic patient presented in clinic. Upon interrogation, it was observed the pacemaker had a significant drop in battery life. The pacemaker was explanted and replaced with no issue. The patient was stable.

Manufacturer narrative:
Analysis was completed. The complaint of premature battery depletion was not confirmed. Analysis of device image indicates that auto-capture feature was enabled and device was pacing in high output mode at times. When automatic settings are programmed, such as auto-capture feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device. Analysis of device was performed in nominal settings, did not find any anomalies, battery is above eri level. Longevity assessment was performed based on average current drain and device has met the projected longevity and consider normal battery depletion.